Event description:
It was reported that the procedure was to treat a superficial femoral artery. The catheter was advanced to the lesion and when deployed, the stent elongated. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initial report it was reported that a portion of the stent implant was implanted in healthy tissue.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions and incorrect anatomy. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a review of the historical data for similar incidents could not be performed because the product was not returned for evaluation and the lot number was not reported. The patient effect of foreign object in patient with no treatment is used to reference the partial section of stent that was implanted in healthy tissue as the result of the elongation. It should be noted that the supera instruction for use (IFU) states: the supera veritas interwoven self-expanding nitinol stent transhepatic biliary system is indicated for palliative treatment of biliary strictures produced by malignant neoplasms. Also, the IFU states: measure the diameter of the reference target bile duct (proximal and distal to the stricture). Select a stent with a labeled diameter equal to the reference diameter of the target bile duct. Based on the reviewed information, no product deficiency was identified.